Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08775 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 393 mg/dl at the time of the incident. Customer was admitted to emergency room last week and the endocrinologist advised her not to wear the insulin pump anymore. The customer was hospitalized on june 15. The customer experienced symptoms such as dizziness, stomach pain. The customer was treated with humalog shots . The customer was assisted with troubleshooting and declined for high blood glucose due to they believe that the insulin pump already stopped working and patient's not wearing the insulin pump a week now (starting from the date of hospitalization). The insulin pump will not be returned for analysis.